Event description:
The reporter stated that the surgeon was inserting an aq2003v three piece silicone lens and the lens tore. The surgeon removed the lens without enlarging the incision and inserted another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned products shows the lens is torn in half and a portion of the optic is torn off & missing. There is clear surgical residue on the lens. Conclusion: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.